Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, the reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation and radiographs from the initial surgery were not provided. The root cause for the patella revision could not be confirmed, as the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years and 7 months post the initial right total knee arthroplasty, the patient was revised due to a loose femur with a patella exchange. The patient was revised to a constrained femur and liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 4717417 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm, 4758566 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 4898116 204-34-02 - fluted stem extension 25l x 14 mm, 4887384 204-70-00 - tibial stem ext. Screw.